Event description:
Patient alleging that their one touch ultra meter would not power on. The power issue prompted the patient to contact their physician. The patient eventually visited the physician's office. The nurse had attempted to reseat the battery; however, the meter would not power on. The patient was lent a meter to continue testing. No treatment was received at the physician's office. The patient neither alleged harm nor experienced injury or medical intervention. The customer care representative (ccr) verified that the patient was using the correct type of test strips. The battery was correctly installed, the battery was replaced less than 1 year ago, and the batter contacts were in good condition. The meter was replaced.